Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). No sample or lot number was provided for evaluation. Based on the data from the investigation, the root cause of the reported incident was unable to be determined. The reported defect was unable to be confirmed. We will maintain this report for further references and continue to monitor other reports for similar occurrences. If any additional pertinent information becomes available, a follow up will be submitted.

Event description:
As reported by the user facility: patient receiving blina. Rn had to stay in room for 45 minutes during beginning of infusion due to bbraun constantly alarming upstream occlusion without any noticeable cause. Pump had to be paused multiple times and infusion delayed d/t frequent alarms and greatly increased work flow time. Solution was to continually restart pump for 45 minutes until pump decided to function. Also, a downstream occlusion alarm alerted, and the only solution to restart the pump after checking the lines was to completely open and re-align tubing- no option to restart without opening and further delaying infusion.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow up will be submitted when the investigation results become available.